Event description:
Based on additional information received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious because serious event of injection site acute aseptic puriform arthritis (hospitalization) was added. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) male patient who experienced fever at 38 degree celsius, injection site acute aseptic puriform arthritis, inflammatory syndrome and injection site effusion after receiving treatment with synvisc one. The patient had no history of alcohol and tobacco abuse. No other relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once in the joint of the knee (batch/lot number and expiration date: not provided) for arthritis. The patient was treated with this device for the first time and there was no other treatment. The same day, patient experienced injection site acute aseptic puriform arthritis, fever at 38 degree celsius and injection site effusion. It was reported that fever was not confirmed. On an unknown date in 2015, the patient was hospitalized. On an unknown date in 2015, the patient's c-reactive protein (crp), sedimentation rate and blood parameters not otherwise specified (nos) were not normal (nos) and were in favor of an important inflammatory syndrome. It was reported that a puncture of synovial fluid in the knee was performed, the liquid was yellow and no germs were found out. Further reported, bacteriological culture was also performed which was negative. On (B)(6) 2015, the patient was fully recovered and the joint of his knee was dry. Corrective treatment: injection site puncture for the event of injection site effusion and not reported for the event of injection site acute aseptic puriform arthritis , fever at 38 degree celsius and inflammatory syndrome. Outcome: recovered for all the events; (B)(6) imputability: (B)(4) for all events; a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization for injection site acute aseptic puriform arthritis additional information was received on (B)(6) 2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2015 form a physician. This case initially considered as non-serious was upgraded to serious. Additional events of injection site acute aseptic puriform arthritis and inflammatory syndrome along with details were added. Therapy dates of synvisc one were updated and its indication was added. Information regarding tobacco and alcohol abuse was added. Start date of the events of fever at 38 degree celsius and injection site effusion were updated. Additional lab tests of crp, esr, blood test and synovial fluid analysis were added. Clinical course was updated and text amended accordingly. Additional information was received on (B)(6) 2015. Ptc results with the clock start date of (B)(6) 2015 were added and text amended accordingly.